Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (40-70 mg/dl) over the past four days. Glucose tablets glucose gel or cupcakes with juice were consumed to address the low bg. During one event, the customer fainted and the customer's mother assisted the customer with consuming juice and glucose gel to raise the bg. The customer did not know what was causing the low bg. The customer's bg was currently 120 mg/dl. Tandem customer technical support (cts) reviewed the pump history and no device issues were found. Cts advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was confirmed on (B)(6) 2017. Basal rate is .72 u/hr overnight and .6 u/hr throughout the day. User made a few bolus requests without entering current bg level. Cartridge change sequence was completed on (B)(6) 2017. There were no obvious deliveries or requests that would cause low bg levels. Making bolus requests without entering current bg level could lead to a low bg event. There was no evidence of device malfunction.